Manufacturer narrative:
Correction: this new submission is an initial/final filing in response to the FDA rejection notification of the original submission from 7april22 MDR# 0000000-2022-00001. Manufacture narrative: an evaluation from the manufacturer of the latest batch (lot:521221) of batch record of reserved samples plpul2520 plumepen ultra surgical smoke evacuation pencil, is qualified. Simulated pulling and inserting test for the latest batch (lot:521221) of 2 pcs reserved samples plpul2520 plumepen ultra surgical smoke evacuation pencil, insert and pull for 10 times, the inner plastic part could not be broken. After being inserted and pulling test, simulated function test for the 2pcs reserved samples, plpul2520 plumepen ultra surgical smoke evacuation pencil (lot:521221),connected with high frequency compatible generator and accessories to set the output power of cutting by 60w coagulation by 55w, then respectively pressed the switch button of cutting and coagulation, which can be normally functioned and the inner plastic part would not be broken, thus, it can be judged as qualified product. The manufacturing documents from the device history record could not be reviewed. A two year lot history review could not conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding 2 devices, for this device family and failure mode. During this same time frame 142,240 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. Per the instructions for use, the user is advised to confirm that blade is completely inserted and secure before activating pencil. Never force the blade into the pencil. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, plpul2520, plumepen ultra surgical smoke evacuation pencil was being used on (B)(6) 2022 during an orthopedic procedure when it was reported that the, ¿electrode came loose during procedure, when they tried to insert it again the plastic holder inside the smoke tube that holds the electrode broke and a big piece of plastic fell off and out of the handle. The other time the electrode came out during cleaning and when inserted it went into the smoketube so far that it was not usable. Probably the same plastic holder broke so that there was no ¿stop¿ when reinserting the electrode. Unfortunately, the packaging and handles were thrown out, found this out today at a visit.¿ the procedure was completed using an alternate same device. Further assessment found the event occurred during an orthopedic procedure, and that the device broke in the sterile field, fragmentation is not known, and the patient was not injured. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.